Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming. During troubleshooting, customer was asked to perform self test and advised to change reservoir set. Customer stated the device did not pass testing but is his back up insulin pump. Customer's blood glucose level was 124 mg/dl at time of reporting. Nothing further reported.